Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Unit was communicated properly with guardian link and glucose sensor simulator. No unexpected lost sensor alarm noted. Unit was received with pump error 68/49/23 after battery changed, pump error 75 during self test and high sleep current due to moisture damaged electronic assembly on electronic stacks.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and was vibrating. The customer tried to take the battery out but the screen did not return. Customer's blood glucose level was 6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.